Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact system. Lot number - asku. Manufacturer was able to determine that the mobile system reading of 21.0 mmol/l was obtained with lot number 278298. It is not known what lot number was used for the mobile system reading of 26.0 mmol/l. The retention code is for lot number 278298.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with (B)(6) for the compact system. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes and 2-3 minutes respectively: 1. 26.0 mmol/l (mobile system) and 6.7 mmol/l (compact system) 2. 21.0 mmol/l (mobile system) and 7.5 mmol/l (compact system) sets of readings were taken on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.